Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply connections were evaluated and reseated ensuring optimal operating voltage. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was an 'control panel error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of pt injury or death associated with this event.